Event description:
It was reported that while using a bd micro-fine¿ pro pen needle, leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: the patient experienced leakage from the product upon injection.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.